Event description:
Pt admitted with multiple decubitus ulcers, post fracture hip. Pt was placed on the bed. On 10/4, at approx 6:20, pt temperature elevated to 108. Cooling measures instituted and pt transferred to intensive care unit for further management. Pt subsequently expired that same day. Independent company review and evaluation indicated bed was operating beyond the set temperature point. Cause undetermined.